Manufacturer narrative:
The pump passed the self test. There was no external ram error alarm during testing. There was an unexpected restart alarm after the battery change due to a c13 interface board voltage leak. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he had a crack on the lip of the reservoir compartment. Customer stated that the damage was on the neck of the pump and the reservoir chamber. Customer also had an external ram error alarm and an unexpected restart alarm. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm was not recurring during normal pump use. Customer stated that the pump performs a memory test every minute and it will initialize and rewind. Customer mentioned that the problem is fixed at the time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.